Event description:
Intermittently, the device shows the alarm 'oxygen supply'. During the preventive maintenance, I had problems in the 'mixer calibration & checks'. When I selected a concentration above 21% (50%, 60%, 80%) the device was not able to provide oxygen and the alarm 'o2 supply was on the screen'. After a while, I could perform it succesfully. In the user mode, I started the ventilation in a cmv with a fio2 of 60%, the device was not able to supply o2 for a while. After a around 30 seconds, it did. During ventilation the device does not show the alarm. In a standby mode, the alarm is showed intermittently. It can be checked in the logs (22-12 or 14-12 for example). The device was connected in a different soucers of oxygen. Problem persisted in all of them. There was always pressure in the water trap.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be air inlet mixer valve not opening properly or air supply pressure and flow insufficient. In consequence the correction was made to replace the g5 vu mother board (p/n (B)(4)the unit passed all tests and was then operational. There was no patient or user harm. Date: (B)(6) 2023. Name: (B)(6).